Event description:
Coaptite post approval study. Pt ((B)(6)) injected with 3.0 ml of coaptite injectable implant for stress urinary incontinence on (B)(6) 2009 and a second coaptite injection of 3.0 ml on (B)(6) 2009. Five months after the second coaptite injection ((B)(6) 2009), the pt developed a urinary tract infection, which was treated with antibiotics (macrobid 100 mg) for 5 days and nightly for 60 days.

Manufacturer narrative:
Lot 1012109, exp date: 01/01/2012, injection date (B)(6) 2009, device mfg date 01/2009. This event was reported in the line listing of the interim post-approval study status report for (B)(4), submitted to the FDA in march 2010. Since the adverse event required antibiotics, it was determined to be reportable event. The device history records for coaptite lot 1011464 and 1012109 were reviewed; all required testing specifications were met prior to release and there were no abnormalities noted for either lot.